Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. The analyst noted the helix extends and retracts within specification. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead there was high impedance and failure to pace. After positioning many times there was no change. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.